Manufacturer narrative:
Device evaluated by manufacturer-visual inspection of the returned needle revealed the entire needle was bowed, possibly due to the inadequate size of the box used to return the product. There were no other visible anomalies noted. Microscopic inspection of the needle's distal tip revealed no burrs or damage of any kind. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported while attempting to perform transseptal puncture, a cardiac perforation and tamponade occurred. While performing the transeptal puncture with the use of transesophageal echocardiography, a brk needle and an agilis introducer, the physician "mixed up" the position of the ablation catheter (cool path), on the septum, and the transeptal sheath/needle, which position was unknown. The physician made the movement to puncture the septum with the needle but because of the "mix up" he did not know the actual position of the needle. The physicians stated this was the cause of the perforation/tamponade. A pericardiocentesis was performed and the patient stabilized after 2 hours. There were no other consequences to the patient.